Manufacturer narrative:
This complaint was reported as a post procedural fault. This is not a complaint out of box (coob). The device history records (DHR) review was performed. The pulsavac plus wound debridement device part number 00515048200, lot# 63013144 was manufactured and released into inventory on 8 may, 2015. No non-conformances, request for deviation (DHR) or other manufacturing anomalies were noted. All inspection and testing requirements were performed and acceptable. Initial product condition/visual examination: only the battery pack was returned for evaluation. The hand piece was not returned and the battery pack was returned without any of the original packaging. Visual inspection noted that the grey electrical cable had been severed and that the batteries had ruptured and ejected the anode on 6 of the 8 batteries. Design factors review: there were no drawing revisions that were relevant to this reported event. No unique zimmer surgical design factors were discovered that would contribute to this issue. Creating a short circuit across any alkaline battery circuit can cause a battery rupture and is an inherent issue with batteries. Manufacturing process review: the pulsavac plus hip kit is manufactured in accordance. The manufacturing process was reviewed and there were no issues identified as a possible cause for this complaint. 100% of the pulsavac units are tested on the manufacturing line to ensure proper operation. Quality inspections and tests are performed in accordance. Quality assurance performs functional and performance testing on a representative sample. Each pulsavac device is cycled through both the high speed mode and low speed mode two times as defined by the work instructions. There are no systemic issues in the manufacturing procedure that are relevant to this reported event. Product labeling and IFU review: the product labeling on the lid is on every device and displays the following warning: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do no submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. The product information for use (IFU) is enclosed with every shipment of product and displays the following on page 1: pulsavac® plus wound. Debridement system. Ref 5150-420 the component kit pack includes the pulsavac plus hand piece and all required tubing. Ref 5150-475 the fan spray kit pack includes the pulsavac plus hand piece, all required tubing, and a high capacity fan spray debridement tip. Ref 5150-482 the hip kit pack includes the pulsavac plus hand piece, all required tubing, high capacity fan spray debridement tip, and a high capacity narrow intramedullary tip. Ref 5150-495 the shower spray kit pack includes the pulsavac plus hand piece, all required tubing, and a high capacity shower spray debridement tip. Warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do not submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. The batteries directive 2006/66/ec introduces new requirements from september 2008 on removability of batteries from waste equipment in EU member states. To comply with this directive, this device has been designed for safe removal of the batteries at end-of-life by a waste treatment facility. Infected units should be de-contaminated before they are sent for recycling. In the case that it is not possible to decontaminate the unit for recycling, the hospital should not attempt to remove the batteries from waste equipment. Continued disposal of small amounts of portable batteries to landfill and incineration is allowed under the batteries directive 2006/66/ec and member state regulations. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. Stock inspection: reported incident is subsequent of use of device and pertains to its disposal. Stock inspection was not warranted.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the batteries have melted into the plastic support after using. Additional information was received on october 4, 2016 stating that the device warmed during the surgery and after the surgery they noticed that the batteries had melted. The event occurred after surgery and there was no patient or user harm in the reported event.